Event description:
It was reported the patient experienced positional stimulation. During a procedure to reposition the ipg (reference MFR report: 1627487-2014-06527) the physician attempted to reposition the lead. However, the physician stated they believed the lead appeared to be fractured. The lead was explanted and replaced and the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.